Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that she was having trouble with her controller. The patient stated that the communicator did not always connect to the pump. The patient also stated that the controller will get to 90% and sit there for a minute or two then it times out. Moreover, they had to close the application or wait and sometimes must do that more than once. The agent walked the patient through resetting communicator and closing out of all running applications. The agent walked patient through the patient data service clearing and once this was cleared. The patient was able to connect quickly. The patient was able to connect and was locked out for 8 minutes. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated that their handset was taking a long time to connect their pump. The patient stated that the controller will go to 90% and then 'it doesn't finish,' and will hang there for 30 seconds to a minute. The patient mentioned that this has happened before, and they spoke to someone at medtronic who walked them through 'rebooting everything' and 'clearing the cache.' The patient stated that this 'really helped' them. The agent assisted the patient in clearing data on the handset and patient mentioned they were documenting the steps as agent was assisting them.